Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-may-30, information was received from a foreign commercial distributor via a manufacturer representative (rep) regarding a patient receiving morphine (10 mg/ml at a dose of 1.3 "mg/ml") via an implantable pump for an unknown indication. On (B)(6) 2017, the patient was hospitalized in the intensive care unit (ICU) with suspected morphine overdose and problems with the infusion of their pump. There was nothing abnormal that could have contributed to the event. On the date of the event, the healthcare professional (hcp) put the device to minimal rate. It was unknown if the issue was resolved. The patient was listed as "alive - no injury".

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the reported event. It was further reported that the reported event resulted in home emergency medical care. It was reported that a "stopped pump" procedure was performed and later they kept the pump in "minimum rate". It was reported that it evolved with persistent pain, with a bolus of 2000 mcg of dimorf 10 mg/ml and after approximately 60 minutes the patient reported a significant improvement of the pain picture. It was reported that they then returned the mode to "minimum rate" and the patient left the hospital. It was noted that after that, an attempt was made to control the clinical manifestations of the pain, but did not obtain a satisfactory answer. Therefore, there is an indication to change the device due to improper operation of the device. It was reported that the procedure was not yet performed. It was reported that the issues was not resolved at the time of this report. It was further noted that the patient experienced altered mental status and pain. It was noted that the location of the symptoms was unknown. It was noted that it was unknown if the event lead to or extended patient hospitalization. It was reported that there was no injury as a result of the event and the patient status at the time of the report was alive - with injury. It was reported that the implant date of the pump was (B)(6) 2015 where only the month and year provided were accurate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Clarification was asked regarding if the event resulted in an injury or no injury and information provided stated that the patient recovered well after approximately one week of hospitalization. It was reported that there was no relevant medical history. The patient status was noted that at this time the patient returned with intense pain attacks. It was reported that the pump was explanted on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative confirmed the pump would be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the morphine overdose was not provided; the representative expected the answer from the manufacturer. The last refill of the pump occurred on (B)(6) 2017. The representative did not have information on when replacement would occur. It was noted that 24 hours after the pump refill, the patient presented lowering of level of conscience, requiring orotracheal intubation and ICU admission. A direct puncture of the septum of the pump was performed, and 37 ml of morphine was identified instead of the 39.6 registered form telemetry. No further complications were reported.